Event description:
Patient sustained an injury falling out of bed on (B)(6) 2012 and was implanted with a tfn on (B)(6) 2012. During routine follow up visit, the patient complained of pain. X-rays revealed the helical blade had migrated through the femoral head. Surgeon will remove all hardware on a date to be determined, approximately 6 weeks out. This report is #1 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.